Event description:
The user facility reported a 65-year-old male with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. The impella was unable to be advanced via the left axillary site; therefore, it was placed without complications in the left femoral site where the intra aortic balloon pump was placed.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the delivery issue was due to patient condition. This report is being filed as part of a retrospective review of historical records.